Manufacturer narrative:
The device is not being returned from the customer however if any information is received a supplemental report with additional findings will be sent. (B)(4).

Event description:
Dr. (B)(6) had difficulty inserting the 50cc sensation plus balloon down an 8f terumo pinnacle sheath; he removed the sheath and replaced it with a 9f pinnacle sheath with a side port. The balloon worked fine for 2 days and then they got a sensor failure alarm, rather than using an alternate source they choose to remove the balloon and replace it. Dr. (B)(6) tried to pull the 50cc sensation plus balloon through the 9f sheath, he was unable to pull if through. He removed everything and then placed a new 8f terumo side port sheath with a sensation 40cc balloon. The balloon did not cause the death although it was in the patient when he died. He was terminal and rather than cause more pain by removing the balloon, it was decided to leave it in and make him comfortable until he passed away.

Manufacturer narrative:
Correction: date received by MFR date was not entered in the initial MDR. Date received by MFR date: 03/29/2016.

Event description:
On (B)(6) 2016 04:41 pm (gmt-4:00) added by (B)(6): dr. (B)(6) had difficulty inserting the 50 cc sensation plus balloon down an 8f terumo pinnacle sheath; he removed the sheath and replaced it with a 9f pinnacle sheath with a side port. The balloon worked fine for 2 days and then they got a sensor failure alarm, rather than using an alternate source they choose to remove the balloon and replace it. Dr. (B)(6) tried to pull the 50 cc sensation plus balloon through the 9f sheath, he was unable to pull if through. He removed everything and then placed a new 8f terumo side port sheath with a sensation 40 cc balloon. The balloon did not cause the death although it was in the patient when he died. He was terminal and rather than cause more pain by removing the balloon, it was decided to leave it in and make him comfortable until he passed away.